Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and noticed an increase in their parkinsons symptoms where they went from walking to wheelchair bound. Upon interrogation of the non-rechargeable implantable pulse generator (ipg) it was discovered that it had reached the end of service. The physician assessed that the event occurred when the patient had a non-device related surgery without turning off the ipg and he assessed that the electrocautery may have damaged the ipg. The patient underwent a revision procedure where the ipg was replaced. Postoperatively, the patient was doing well.

Manufacturer narrative:
The end of service (eos) message was present on the returned ipg when it was linked to a remote control and clinical programmer. The ipg would not link to the software in order to obtain the data logs and performer a functional test, therefore the ipg was cut open and the internal electrical measurements were within the expected range. A labeling review was performed and it did not reveal any anomalies as it states that when the stimulator battery is fully depleted, eos indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation. Loss of adequate stimulation, worsening of disease symptoms, potentially caused by loss of stimulation, medication changes, surgery, or illness, and gait difficulty (trouble walking) and falls are known risks with the use of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and noticed an increase in their parkinsons symptoms where they went from walking to wheelchair bound. Upon interrogation of the non-rechargeable implantable pulse generator (ipg) it was discovered that it had reached the end of service. The physician assessed that the event occurred when the patient had a non-device related surgery without turning off the ipg and he assessed that the electrocautery may have damaged the ipg. The patient underwent a revision procedure where the ipg was replaced. Postoperatively, the patient was doing well.